Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of bilateral breast swelling. The patient¿s condition resolved without intervention. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. An additional emdr was submitted to report additional ae of asymmetry. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation using a full vertical and horizontal t incision. Concomitant procedure was liposuction. One piece of galaflex was cut in half and placed bilaterally. On (B)(6) 2017, bilateral breast swelling was reported. No action was taken. Resolved on (B)(6) 2017 with no sequelae. Review by medical affairs identified that the reported ae is likely related to the device and not serious.